Event description:
It was reported that during a generator change it was discovered that the right atrial (ra) lead exhibited low impedance in bipolar, undefined high impedance in unipolar and no capture. It was further reported that the ra lead was fractured. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.